Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to pain with the stimulator was change to the device programming to resolve pain which has never been successful. Patient indicated that there is continued tweaking, and pain with stimulator has not been resolved. Patient will be meeting in the doctor's office with the manufacturer's representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to pain with the stimulator was change to the device programming to resolve pain which has never been successful. Patient indicated that there is continued tweaking, and pain with stimulator has not been resolved. Patient will be meeting in the doctor's office with the manufacturer's representative.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for dbs therapy indications. It was reported that since implant the patient has not seem much improvement in their symptoms. The patient's hcp has been adjusting stimulation to help the issue. The patient was redirected to follow up with their healthcare provider (hcp). Additional information was received: it was reported that the patient was in pain and the pain was more tolerable when the therapy was off. When asked about the date of the pain starting the patient said since day one of implant, they had never gotten any relief. The pain was around an ¿8.¿ the patient wanted to know if they were able to turn therapy off until their next appointment. It was also said that the doctor made adjustment and setting changes to their device and it hadn¿t been successful and they hadn¿t seen much change in their symptoms since implant.